Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 350 mg/dl. The customer delivered a correction bolus via the pump. Reportedly, the customer changed out all supplies to resolve the alarm. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Additionally, it was reported that the pump reset unexpectedly. The customer's blood glucose level was 174 mg/dl. Reportedly, the customer was able to reload the existing cartridge and resume insulin delivery successfully.